Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead dislodged. Tissue was noted in the helix of the lead. The tissue was removed and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.